Event description:
It was reported that while using the unspecified bd vacutainer tube, there were 2 instances of an insufficient vacuum draw. The following information was provided by the initial reporter: "insufficient vacuum draw on yellow cap vacutainer tube. Two instances from same batch. Nurse needed to wash hands to remove blood.

Manufacturer narrative:
Franklin lakes: a catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (franklin lakes, nj or sparks, maryland) has been listed in sections d.3. And g.1. And the franklin lakes or sparks FDA registration number has been used for the manufacture report number. B3: date of event is unknown. The date received by manufacturer has been used for this field. D4. Medical device catalog #: unknown. D4. Medical device lot#: unknown. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. H.6 investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. H3 other text : see h.10.